Event description:
A (B)(6) old female patient contacted zoll customer support to report that her battery pack was not working properly. The patient was provided with a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery not functioning properly) has been confirmed. As received, the battery end cap of the housing was damaged, which would not properly secure the battery pack in the monitor. The cause of the alleged battery problem is communication faults between the battery and monitor. The cause of the communication faults is the damaged end cap. The root cause for the damaged end cap was not positively identified, but was likely due to physical abuse. The battery pack was otherwise fully functional when put into a charger and monitor. No adverse event resulted from the damaged battery pack. The patient received a replacement battery pack.